Event description:
Per complaint (B)(4), a carrier did not disengage from a dental implant during initial placement. The implant was removed and replaced within the same procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
Followup is to report of completed device evaluation.